Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue and the battery compartment was cracked. No damages were noted for the battery cap, and the cap was able to secure properly onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found several power-on-reset events. Battery compartment cracks were found in the threads area. The returned battery cap was able to fit and maintain electrical connection. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened, and no intermittent conditions were found to the power circuit or the printed circuit board. (B)(4).